Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the customer's complaint was not observed. The multi-function cable was secured to the device and no damage was seen. The device was recertified and returned to the customer. No product was returned to zoll medical us for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's multi-function cable was unable to connect to the device. Complainant indicated that there was no patient involvement in the reported malfunction.